Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer reported that there was slight delay in button pushes to prime, also display screen was scratched up but can still see through it, back light was dim and was little noisier to rewind. The device will not be returned for analysis.